Event description:
The customer reported a request for assistance to retrieve log files after patient incident. The device was in use monitoring a patient at the time of the event. It is unknown if the patient deceased. No further information available.

Event description:
The customer reported a request for assistance to retrieve log files after patient incident. The device was in use monitoring a patient at the time of the event. It is unknown if the patient deceased. No further information available.

Manufacturer narrative:
The customer stated that they want to follow up a patient incident, the customer wishes to retrieve the events from the monitor knowing that the device is not connected to a central station. The remote support engineer provided the following information to the customer. Since the intellivue mx550 patient monitor is not connected to a central station and the patient has already been discharged, it is impossible to retrieve the patient's events. In addition, the client does not know if the patient is deceased. No further information was provided by the customer. There was no product malfunction. The customer wants to have assistance to recover the log files after an a patient incident. The remote support engineer provided the customer the information that it is not possible to retrieve the log files as the monitor was not connected to the central station and the patient was already discharged. The device remains at the customer site. No further investigation is warranted at this time.